Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The customer sent the product to uhs for investigational purposes. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an infusion of an unspecified IV fluid was infusing at a rate of 100 ml/hour and within a two hour period, the infusion infused too fast. The pump module alarmed and demonstrated "888" with a "c" on the screen. There was no patient harm.